Event description:
It was reported that the customer's insulin pump had a blank display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty connector on the mother board. The insulin pump was received with a missing end cap sticker and minor scratches on the display window.